Event description:
The facility reported that the batteries won't charge. Information was not provided regarding whether or not the failure occurred during an infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital representative did not have information regarding whether there have been any reports of any patient injury or medical intervention.